Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a 25mm gore® cardioform septal occluder on (B)(6) 2020. On (B)(6) 2020 the patient presented with atrial fibrillation. The patient was taken off plavix and started on eliquis 5mg bid on (B)(6) 2020 by the cardiologist following two episodes of atrial fibrillation recorded (B)(6) 2020. Treatment is ongoing.